Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was removed and replaced on (B)(6) 2020 as it would not inflate all the way. A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the pump inlet tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed abrasion on the pump inlet tubing and the longer pump exhaust tubing strain relief, indicating repetitive contact between surfaces. Microscopic evaluation revealed partial separations adjacent to the separation. Testing revealed these to not be sites of leakage. A separation was observed in the reservoir bladder. Due to the condition in which the reservoir was received, not all functional testing was able to be performed. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump inlet tubing may have overlapped and abraded against the longer pump exhaust strain relief while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the pump inlet tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that due to the as received condition of the reservoir, the bladder most likely expanded and opened during sterilization prior to return. This separation is not associated with the cause for failure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, would not inflate all the way. Device removed and replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.